Event description:
Customer reported via, the down button on the insulin pump wasn't working. Customer's blood glucose was 109 mg/dl. Customer does not know of any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The device had intermittent button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.